Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed high impedance measurements, excessive noise and loss of capture. Pocket manipulation was performed but was unable to recreate any noise. The patient was seen for a revision procedure where the connection was check and noted to be good. During the revision procedure, noise continued to occur on the rv lead and subsequently the right atrial (ra) lead as well. Both rv and ra leads were replaced. This device was then hooked up to the new leads but continued to displayed noise. As such, a new device was then implanted. All products have been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.